Event description:
The customer reported that the ventilator had no ac power but would operate on backup battery power. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The unit is out of warranty therefore the hospital clinical engineer will replace the power supply to address the finding. Malfunction of the power supply during normal vent use may result in the unit shutting down during operation with an active backup alarm when ac power is restored.